Event description:
In 2008, the pt reported that her infusion device displayed a4 (cartridge/adapter) alert and her blood glucose was elevated to 260 mg/dl a day before. She injected insulin via pen and went to bed. At 12:30 am the device alarmed a4 and she changed the adapter and infusion set. Her blood glucose was elevated to 485 mg/dl. She injected insulin via pen. She then switched to her backup infusion device and attached the same adapter she was using with the primary device. She again received an a4. She then attached a new adapter from a different lot was able to clear the error. The adapter had been in use for 2 days. No further info is available. Product was requested to be returned for evaluation.